Event description:
According to the theatre mgr, there appeared to be a defect in shape of a small hole or marking on the rim of the poly liner. He added that the liner was not used in the procedure, it has been taken out of its sterile packaging but never came in contact with the pt. No delay or adverse consequences reported, an alternative liner was available.

Manufacturer narrative:
Summary of eval: visual insp of the returned unit showed the device to be in pristine condition. No defects were observed on the returned unit. Device history review indicated that the devices were mfg and accepted into final stock with no discrepancies. Complaint history review indicated that there have been no other similar events for this lot or part number. A likely root cause of the event is that the customer has confused the slot on the face of the device for a mfg defect. This slot is intentionally designed into the part to give surgeons an indication to where the 12 o'clock position is on the inserts. This event appears to be a non-issue.